Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s system controller was exchanged because the CT surgery thought it would resolve low flow alarms. Low flow alarms continued however were physiological in nature due to small ventricle size, placement and volume and thought to be hypovolemia. The patient remained ongoing, trying to optimize pump speed and volume status. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low flow alarms was confirmed with the submitted log file. The log file captured low flow alarm events relating to the flow estimation being below the low limit threshold (2.5 lpm). The patient stored speed value was adjusted several times between 3,000 rpm and 4,700 rpm. The system operated at the adjusted speed value. It was noted there was a low speed advisory alarm relating to the pump speed value being adjusted below the low speed limit value (4,300 rpm). The driveline and both power cables were disconnected on august 12 at 6:58 am. The shutdown sequence was initiated shortly after. These sequences of events are consistent with the reported system controller exchange. It was noted the log file was retrieved from system controller (serial # (B)(6)). Additional information communication on 30aug2021 indicated the system controller was exchanged to isolate the reported low flow alarm issue. The system controller is not expected to be returned at this time. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate 3 patient handbook rev c. In section 2, entitled ¿how your heart pump works¿, covers how to replace the running system controller with a backup system controller. Also, caution users ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿. In section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed including low flow alarm indicating flow is less than 2.5 lpm. Low flow alarm: ensure that the driveline is connected to system controller. Ensure that a power source is connected to system controller. Clinically evaluate patient. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 28may2021. No further information was provided. The manufacturer is closing the file on this event.